Event description:
It was reported that atrial lead testing showed a loss of markers and no capture. The lower rate would time out and there was no atrial pacing even at high outputs. A lead dislodgement is suspected. The strip shows that the atrial pace-ventricular sense rhythm is dissociated. The device was programmed to vvi and the patient will be getting an x-ray. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.